Manufacturer narrative:
B1 and h1: report type corrected to malfunction, section d1: brand name was corrected , section d4: UDI was corrected , section h6: health effect codes corrected. Manufacturer¿s investigation conclusion: the reported event of debris between the outflow graft and the bend relief could not be confirmed based on the provided information. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The system controller event log file contained events from 08mar2024, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the entirety of the log file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. In addition, the surgical procedures section of heartmate 3 instructions for use heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the hospital on (B)(6) 2024 due to continuous low flow alarms. Log files were submitted for review and captured multiple low flow alarms with high pulsatility index (pi) and momentary low flow estimates starting on (B)(6) 2024. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 liters per minute (lpm). Most of these low flow events were unsustained. The estimated flows were averaging 1.7 to 2.4 lpm and pi was averaging from 3.6 to 5.8 during these events. Additional information was provided that the low flow alarms were due to an outflow obstruction based on computed tomography (CT) results. The patient was taken to the operating room on (B)(6) 2024, and plasma bio debris was found between the outflow graft and bend relief. Once the solution/compression was evacuated, pump flows were recovered from 1.8 lpm to around 4 lpm and ventricular assist device (vad) alarms were resolved. It was noted that before the operation on (B)(6) 2024, the patient denied symptoms of shortness of breath and chest pain. The patient was stable and recovering in the intensive care unit (ICU). The vad was working well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h9: fsca added. No further information was provided. The manufacturer is closing the file on this event.